Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report the damage on the soft tip of the steerable guide catheter. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The trannseptal puncture was too superior, but the procedure continued. The clip delivery system (cds) was advanced through the steerable guide catheter (sgc) and was ready to be straddled. The cds was pulled back when the clip got caught on the sgc soft tip. The system was retracted to the right atrium when the cds was able to be freed from the sgc. The cds was retracted into the sgc and both devices were removed from the anatomy as a unit. The procedure was aborted with zero clips implanted. Mr grade was unchanged at grade 4. After the sgc was removed, the doctor was able to feel a rough section on the soft tip. There were bent frictional elements on one side of the grippers on the mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The damage to the soft tip (roughness) appears to be related to procedural conditions due to the clip becoming caught on the tip. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.